Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt is alleging harm caused by a zimmer knee device. The nature of the harm is unk at this time.